Manufacturer narrative:
Device evaluated by MFR: synergy xd mr us 3.00 x 12mm was returned for analysis. A visual, tactile and microscopic examination of the hypotube found a break at the laser cut region. The break was contained in the mid-shaft extrusion. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. A microscopic examination revealed there was no sign of damage, stretching or lifting of the stent struts. There were no signs of stent movement, and the stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that crossing difficulties and shaft kink were encountered. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified distal left anterior descending artery. A 3.00 x 12mm synergy xd drug-eluting stent was advanced but failed to cross the lesion and a kink was noted on the mid shaft. The device was removed intact, and the procedure was completed with a non-boston scientific device. No patient complications were reported. However, returned device analysis revealed hypotube lasercut region detachment.